Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had a start up error code #6, a calibration of touchscreen failed. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp unit and advised that the display board is suspected to be the issue. A supplemental report will be submitted when additional information is provided. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6), biomed.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and to fix the issue replaced the video generator board, and then everything was good with the unit. Unit was then released to the customer for clinical use.

Manufacturer narrative:
Updated fields - (site country), (type of investigation, investigation findings, investigation conclusions). Additional information: e1 (event site postal code: (B)(6). The defective components were received for further investigation. The failure analysis and testing dept. Received pcb, video generator, rohs _spv with a reported unit failure of start up error code 6. The failure analysis and testing dept. Performed a visual inspection of pcb, video generator, rohs _spv and found the part to be in good condition. The failure analysis and testing dept. Installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure number 0002-07-d016 revision d and the cardiosave service manual. When the cardiosave was booted up in the clinical mode, error code # 6 was observed on the display with an audible system alarm. The failure analysis and testing dept. Then proceeded to boot the cardiosave in diagnostics to perform a touch screen calibration. The touchscreen would not calibrate to factory specifications. The failure analysis and testing dept. Was able to replicate the failure the customer experienced of startup error code #6. The board failed testing. Retaining the board in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ak. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.